Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is pending (not completed) at the time of this MDR submission. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00056 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a sleeve gastrectomy/by pass/cholecystectomy surgical procedure, the last clip in the clip cartridge of the ml-10 clip applier, did not release. Another clip cartridge was used to complete the procedure. The procedure and the anesthesia time was extended by ten (10) minutes. There was no harm to the patient. There are five devices associated to this incident including this MDR 1223422-2017-00056. MDR ref# 1223422-2017-00052, MDR ref# 1223422-2017-00053, MDR ref# 1223422-2017-00054, MDR ref# 1223422-2017-00055.